Event description:
Related to MFR report # 2183959-2012-01798. Plaintiff was implanted with monarc on (B)(6) 2004, with the intention of treating stress urinary incontinence and/or pelvic organ prolapse. It was alleged by the plaintiff's attorney that the plaintiff "suffered serious bodily injury, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries." It was also alleged that the plaintiff experienced, "significant mental and physical pain and suffering, has required additional surgery and/or medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.